Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated there was a speaker malfunction from the mx40 telemetry device. The issue was identified by the field service engineer. No adverse event involving patient or user was reported.